Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the ophthalmic console displayed problems with the intraocular pressure that was flatten and it was increased to high value. The console also exhibited issue with fluidics module. The patient experienced anterior chamber instability. The fluidics module was changed out in the console and did not resolve the issue with anterior chamber instability. The console was replaced as per the surgeon's advice. No patient impact was reported. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was unable to confirm nor replicate the anything that would have contributed to reported issue(s). However, the fluidics module was replaced and returned for testing. The system was then tested and found to meet specification. At a later date, the entire console was deinstalled and returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. The fluidics module was returned for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Fluidics testing confirms the part tested, met specifications. At a later date, the entire console was also returned. Upon testing the console, this too met specifications (during all functional tests). Based upon the information obtained, the root cause could not be conclusively determined. Both the returned system and fluidics module were found to meet specifications. Therefore, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).